Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Device b: other # = g50x4p (batch #); exp date = 08/29/2015; (device b): MFR date: 9/29/2010, (device b): (B)(4) (swing tab in locked position). Instrument (a) was received in good visual condition and with two reloads present. Reload a was received unfired and with the swing tab in the unlocked position; reload b was received fully fired. The instrument was tested for functionality with the returned cartridge reload a and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Instrument (b) was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal six drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an (B)(4) to ensure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, malformed staples; took new instrument, same problem; third instrument stapled correctly. No further information is available another device was used to complete the procedure. There were no adverse consequences for the patient.